Event description:
It was reported that a malfunction with code 16 occurred, and there was no adverse impact on the customer's blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy while awaiting a replacement pump.